Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, requesting assistance with a high augmentation on a patient post stemi. The esp personnel reviewed a screenshot of the iabp screen that showed a lot of artifact in the ECG and a slightly rounded helium waveform. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail which worked well and pump started working fine. No harm or injury reported.